Manufacturer narrative:
Age at time of event: 30s. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that an error message displayed during aspiration. A angiojet zelantedvt was selected for use during a thrombectomy procedure in the iliac vein. This device was set up on the angiojet console, primed and power pulse was performed successfully. After 30 minutes of wait time, every time the pedal was stepped on during thrombectomy mode, it would go for a few ccs maybe 3ccs and then it would alarm and say "no saline in line." Several attempts were made trying to get the device to run. Another angiojet catheter was used to complete the procedure. There were no patient complications reported and the patient status is fine.